Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen and kept buffering. A field service engineer performed a system reimage and completed the database synchronization, uninstalled and reinstalled the remote support service (rss) agent and component manager, verified that the system time and date were correct. After reboot, confirmed the device booted directly into the application, deployed essential security against evolving threats (eset) and performed functional testing, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es machine was stuck on a black screen and buffering, then it went to the system update screen and remained stuck there for 30 minutes. The station had been unplugged for 40 minutes and then turned back on, but it remained stuck on the screen "something did not going as planned going to the previous version" and went offline on remote support service. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.